Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised enduser stated seat is sagging making it difficult for enduser to get out of the chair.